Event description:
An authorized service provider (asp) contacted ventec to report that the device was providing low fio2 (fraction of inspired oxygen) readings and that its exhaled tidal volume (vte) levels were low. Additionally, the ventilator measured higher peep (positive end expiratory pressure) than set, resulting in a high peep alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low, low fio2 (fraction of inspired oxygen) readings, and high peep (including the high peep alarm) were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.